Event description:
It was reported that faradrive steerable sheath was selected for a pulse field ablation (pfa) procedure. It has been mentioned that the air tightness of the device was not sufficient. No patient complications occurred. The product is expected to return for analysis. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath was selected for pulse ablation. It has been mentioned that the air tightness was not sufficient. No patient complications occurred. The product was received for analysis.